Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported not receiving readings on the ilet with fsl3+. The agent confirmed the sensor was pairing and advised waiting 30¿45 minutes, noting it might be a faulty sensor. On (B)(6) 2025, the user was transferred from abbott after three replacement sensors also failed to connect to the ilet. As the sensors had already been removed, troubleshooting steps could not be verified. The agent explained bg run mode and recommended contacting the healthcare provider (hcp) to obtain a sensor while waiting for abbott replacements. No blood glucose (bg) impact, symptoms, outside assistance, or medical intervention were reported.